Manufacturer narrative:
Name and address: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transurethral flexible ureteroscopic lithotripsy using a ncircle tipless stone extractor, the yellow sheath broke near the handle. The device was tested prior to use. The procedure was completed by changing to another new device. No adverse effects have been reported due to the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, during a transurethral flexible ureteroscopic lithotripsy using a ncircle tipless stone extractor, the yellow sheath broke near the handle. The device was tested prior to use. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle severed from the basket sheath. The support sheath was severed 1 mm past nose of the mlla [male luer lock adapter]. The cannulated handle that is exposed was bent 6 mm from point of separation. 2.3 cm of the coil was exposed. The remaining support sheath and the basket sheath were still adhered. The coil assembly was removed from basket sheath, the basket formation was present and intact. There was no discoloration noted on the device. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to be non-functional due to the basket sheath having separated from the handle. The basket assembly was separated at the cannulated handle. The device was tested before use. It is likely that excessive force was inadvertently applied to the device during use, causing the observed damage. The IFU contains a caution that excessive force can damage the device. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.